Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of '3 buttons were not responding on a spectrum pump, including the decimal button, number 4 (also ¿jkl¿ button) and number 5 (also ¿mno¿ button)' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 3 buttons were not responding on a spectrum pump, including the decimal button, number 4 (also ¿jkl¿ button) and number 5 (also ¿mno¿ button). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.